Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was continued when the issue happened. The procedure was delayed. The philips remote service engineer (rse) checked the system remotely and confirmed that unstable energy can potentially damage the system. After review log file rse confirmed that the communication between the suite pc and the geo io box was not functioning. The cause of the geo io box failure could not be determined by the supplier's part analysis. To resolve the issue, philips field service engineer visited onsite and replaced the geo io box. After replacing the geo io box, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint